Event description:
A report was received stating that the listed device was in use with a pt for an unk amount of time when the connector was found leaking. The clinician increased oxygen flow to the pt to compensate for the leakage. There were no adverse effects to the pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.